Event description:
Allegedly, patient was revised due to: excruciating hip pain; elevated cobalt and chromium ion levels; straw-colored fluid; granulation tissue; metallosis artifact and a cyst; clunking and catching: left.

Manufacturer narrative:
This is the same event as 3010536692-2015-01369.